Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who stated the pt's reading vision is not good. He stated the pt sees a shadow, but when she moves her head the image is more focused and the shadow goes away. He reported an overcorrection of the lens and plans on rotating the iol to 98-100 degrees to decrease the residual cylinder.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received on 07/17/2012. (B)(4).